Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross and the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.